Manufacturer narrative:
Retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: customer receives open book error image on the pump screen. What happened/what was the customer doing when leading up this this event? Customer informed he had been swimming with insulin pump and had later found a crack when pump started to alarm for critical pump error. No further concerns were recorded. P-cap locked in place properly during testing. Device was successfully download using (crest software) and (thus software). Pump passed the self test and displacement test. No unexpected critical pump error (open book) during testing. During download insulin pump review no relevant alarms found around event date to confirm customer complain. Cut device open and perform a visual inspection of connectors and electronic stack. Force sensor zero offset within specification. During visual inspection, the ingress of water corroding electronic stack and corroding force sensor flex connector gold traces causing electrical short. Device also received with cracked case (battery tube), cracked battery tube threads, cracked keypad at select button, peeling and fading serial number label, cracked reservoir tube lip and scratched case. In conclusion customer allegations were not confirm. Device powered up properly after battery installation. However, corroded electronic assemblies and motor assembly noted during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: customer receives open book error image on the pump screen. What happened/what was the customer doing when leading up this this event? Customer informed he had been swimming with insulin pump and had later found a crack when pump started to alarm for critical pump error. No further concerns were recorded. P-cap locked in place properly during testing. Device was successfully download using (crest software) and (thus software). Pump passed the self test and displacement test. No unexpected critical pump error (open book) during testing. During download pump review no relevant alarms found around event date to confirm customer complain. Cut device open and perform a visual inspection of connectors and electronic stack. Force sensor zero offset within specifications (23.2 milivolts). During visual inspection, the ingress of water corroding electronic stack and corroding force sensor flex connector gold traces causing electrical short. Device also received with cracked case (battery tube), cracked battery tube threads, cracked keypad at select button, peeling and fading serial number label, cracked reservoir tube lip and scratched case. In conclusion customer allegations were not confirm. Device powered up properly after battery installation. However, corroded electronic assemblies and motor assembly noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and open book image error alarm. The customer stated insulin pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.